Event description:
The facility reports the pt was being transferred from the chair to the bed. The staff placed the pt's feet on the foot board and positioned the pro active pad flush with the pt's shins. On the upward lift, staff noticed that the pt's skin had blistered and bruised. The pt was lowered back onto the chair. The pad was removed and the transfer was successfully completed.